Manufacturer narrative:
The unique device identifier for this device is (B)(4). Address line 1 - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in the packaging of a vented repeater pump tube set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.